Event description:
Primed, stopped working once in pt. Pt was involved during procedure. Pt was not injured.

Manufacturer narrative:
There is no service record. Without evaluating the unit, the cause for malfunction cannot be determined.